Event description:
The patient exhibited a type 1a endoleak on the final run. The doctor ballooned again and took another run. The leak had become noticeably slower and less robust. The decision was made to review in 30 days. Patient outcome - "the next morning the doctor texted that patient is doing well."

Event description:
The patient exhibited a type 1a endoleak on the final run. The doctor ballooned again and took another run. The leak had become noticeably slower and less robust. The decision was made to review in 30 days. Patient outcome - "the next morning the doctor texted that patient is doing well."